Manufacturer narrative:
Additional devices listed in this report: cat#:, description: , lot#:- 6260-9-128, 28mm std lfit v40 head, 40285606; 626-00-42e, modular dual mobility insert, 45866802; 2030-6516-1, 6.5 cancellous bone screw 16mm, mnawe9; 2030-6520-1, 6.5 cancellous bone screw 20mm, mnk85t; 1236-2-848, restoration adm x3 ins 28/48, 47266901; 2030-6530-1, 6.5 cancellous bone screw 30mm, mnjdve; 2030-6520-1, 6.5 cancellous bone screw 20mm, mnexvy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation, the patient began experiencing discomfort in the area of the device; further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood; imaging of the tissue surrounding the hip revealed the potential existence of a fluid collection about the hip prosthesis. It is further alleged, in light of the patient's worsening symptoms, she was taken back for revision surgery on or about (B)(6) 2014. During surgery there was a large cyst posteriorly and superiorly in the acetabulum that has metallosis type wear. The patient went on to have a 2nd revision surgery on (B)(6) 2014.

Manufacturer narrative:
An event regarding a revision surgery involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: not performed as the reason for revision is unknown. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation, the patient began experiencing discomfort in the area of the device; further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood; imaging of the tissue surrounding the hip revealed the potential existence of a fluid collection about the hip prosthesis. It is further alleged, in light of the patient's worsening symptoms, she was taken back for revision surgery on or about (B)(6) 2014. During surgery there was a large cyst posteriorly and superiorly in the acetabulum that has metallosis type wear. The patient went on to have a 2nd revision surgery on (B)(6) 2014.